Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having trouble on the days where she puts in a new reservoir and her blood glucose would shoot up to 500 mg/dl. Customer's blood glucose is 289 mg/dl. Customer has not treated yet. Customer stated that the cannula was not bent recently. Customer was advised to do a complete set change. Customer was explained that high blood glucose is often caused by site or set issues. Customer stated that she checked for ketones. Customer's blood glucose was 145 mg/dl when they changed the set and it went up gradually to 515 mg/dl. Customer has given herself 4.0 units via manual injection. Customer declined to do the high pressure testing.